Event description:
N/a.

Manufacturer narrative:
The product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, coagulation of blood or procedural contaminates. In this case, based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the reported difficulty to advance, difficulty to remove and guide wire coating issues. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A ht balance middleweight universal ii guide wire (gw) was advanced to the target legion. However, there was resistance advancing unspecified balloon catheters and guiding catheters on the gw. Additionally, the gw was continuously getting stuck with the balloons and guiding catheters. The physician stated that there is a unspecified problem with the coating on the gw. It is unknown at this time how the procedure was completed. There were no adverse patient effects and there were no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.